Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing and minor scratches on lcd lens screen. The customer stated problem was not duplicated. No problem found with the device. Performed a full annual standard pm (preventive maintenance). The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump volume was out of calibration. No adverse effects reported.